Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effect of dissection is listed in the xience sierra everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. The additional device referenced in b5 is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a heavily calcified and heavily tortuous lesion in the left main coronary arteries. The 3.5x33mm xience sierra stent was implanted and fluoroscopy revealed an edge dissection. The same occurrence happened with the 3.0x18mm xience sierra stent. An unspecified stent was used to treat the dissections. There were no adverse patient sequela. No additional information was provided.